Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse delivery) was confirmed. Upon evaluation the monitor was intermittently resetting during pulse testing. The cause for the problem was isolated to the monitor defibrillator pca. A root cause investigation for the reset issue is ongoing. No adverse event resulted from the monitor resets.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting during pulse delivery.